Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was a sealing defect with a bd 23g etw x 7mm pen needle¿ us. The following information was provided by the initial reporter: the patient found sealing defect when he/she opened the package. To be specific, the white part of the sealing was peeled and the clear part remained.

Manufacturer narrative:
Investigation summary: customer returned (1) 7mm, 23g pen needle from lot # 7152649. Customer states that the white part of the sealing was peeled and the clear part remained. The returned pen needle was examined and exhibited delamination of the tear drop label. A review of the device history record was completed for batch# (B)(4). All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per attached investigation reported completed by manufacturing, "probable root cause for the delamination of the tear drop label is from foreign material on top of the spring pack causing more force to be applied during application or from a worn pivot arm being too loose on the spring pack during application. CAPA #(B)(4) was opened (B)(6) 2017 to address delamination issues on the pen needle line. The CAPA was determined effective on (B)(6) 2018."

Event description:
It was reported there was a sealing defect with a bd 23g etw x 7mm pen needle¿ us. The following information was provided by the initial reporter: the patient found sealing defect when he/she opened the package. To be specific, the white part of the sealing was peeled and the clear part remained.